Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue. The reporter stated that when the cgm reads 3.9mmol/l it at times appears green on their cgm screen indicating it is between the high and low alert limits set and that at times it appears blue indicating that it is at or below or low glucose alert limit set. This complaint is being reported because the inconsistencies in the display could lead to a misinterpretation and incorrect treatment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a test transmitter was paired with the pump. The pump was able to accept a bg calibration from the test transmitter. No alarms were observed when the pump was exercised overnight. An alarm was simulated with the pump and the pump gave the appropriate alert. The alleged issue could not be duplicated.